Event description:
It was reported by the plaintiff's attorney that "on (B)(6) 2010," a miniarc sling system mesh was implanted with the "intention of treating her" stress urinary incontinence. Plaintiff's attorney has alleged that "after, and as a result of the surgical implant," plaintiff has suffered "serious bodily injuries, including extreme pain, erosion of her internal tissues, recurrent infection, recurrent incontinence, dyspareunia and other injuries," and other injuries. Also alleged, "plaintiff has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.